Event description:
It was reported that (2) devices were used during a sigmoidectomy. It was reported by the affiliate that the tsb45 instrument, with reload, was fired. There was a staple line leakage during the procedure. Another reload was used to complete the case. There was no consequence to the pt.